Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported she wore a tampon approximately four hours and upon removal the tampon pulled apart leaving pieces behind in her vaginal cavity. She believed there was still a piece of pledget left behind and she sought medical attention. She did not experience any adverse health effects.